Event description:
A caller reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in completing the reset process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.